Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that they had high blood glucose. Customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer¿s current blood glucose was 239 mg/dl. Advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Advised the pump will need to be replaced. Product will not be returned for analysis.